Manufacturer narrative:
Qn#(B)(4).

Event description:
During installation for a thoracic surgery, the staff had difficulties to position the tube through the bronchus due to a high resistance, even with an adequate preparation. Additional infomation: the patient desaturated by 50%. Another smaller fiberscope to reposition the tube because there was an abnormal resistancein the broncial luman. Thge tube was in place for less than 2 minutes.

Event description:
During installation for a thoracic surgery, the staff had difficulties to position the tube through the bronchus due to a high resistance, even with an adequate preparation. Additional infomation: the patient desaturated by 50%. Another smaller fiberscope to reposition the tube because there was an abnormal resistance in the broncial luman. Thge tube was in place for less than 2 minutes.

Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported:" one actual and one representative sample was returned. Visual inspection was performed on both samples returned. No abnormalities observed during visual inspection conducted. Based on the complaint, it was mentioned that the doctor needed to use a smaller fiberscope due to abnormal resistance in the bronchial lumen. Further inspection was conducted by checking the inner lumen of the tube. The ID inspection gauge was used to glide through the inner lumen to check any obstruction. However, no difficulty and no obstructions were found on either side for both samples. Besides, the water leak test also was conducted to check any leakage found on product due to customer state the patient is 50% desaturation. However, based on the testing, no bubble flowing out which indicate no leakage on both products found. Based on the investigation conducted, the defect mode on the difficulties to position the tube was no match with complainant report as both samples was in a good condition. No abnormalities were observed on both samples as per testing conducted thus the complaint unable to be confirmed." Teleflex will continue to monitor and trend on complaints of this nature.